Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-01396. Follow-up identified an additional surgery took place on (B)(6) 2017 wherein a new system was implanted. Postoperative programming was completed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01396. The patient is implanted with two scs systems (thoracic and cervical). It was reported the patient displayed signs of spinal stenosis as well as bladder control and leg weakness. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the thoracic leads were explanted. The ipg was left in situ due to plans to implant new leads at a future date.